Event description:
It was reported that the patient had a loss of therapeutic effect. The trial worked fine, so the patient had the device implanted. At first the patient received 80% relief, except in the morning. Three weeks later, the patient had shoulder surgery, and since having the surgery the patient lost relief. She turned the device off during surgery as indicated, and interrogation of the device did not show any problem. The patient had seen her health care professional three times and they had been tweaking her stimulation. She could feel stimulation in the perineum area and had periods of hot flashes. The stimulation was making her sweat, especially when it was turned high. There was no known accident or incident related to this. The patent was going to have an urodynamic test and see her health care professional next week. She was taking oxycodone at times. Subsequent information received reported that the patient was still having concerns regarding her device and/or therapy, but she was working with her doctor or manufacture representative with noted appointment dates as follows: (B)(6) so far. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3093-28, lot # v952171, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).